Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("surgery to remove essure coils") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2014, the patient had essure inserted. On (B)(6) 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced arthralgia ("joint pain"), palpitations ("palpitations"), disturbance in attention ("concentration disorders") and pain in extremity ("pain in feet"). The patient was treated with surgery. Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal, palpitations and disturbance in attention outcome was unknown and the arthralgia and pain in extremity was resolving. The reporter provided no causality assessment for arthralgia, disturbance in attention, medical device removal, pain in extremity and palpitations with essure. The reporter commented: immediately after essure removal, patient felt relief to legs and hips. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case, a search in the database was performed on (B)(6) 2017 for the following meddra preferred terms: medical device removal. The analysis in the global safety database revealed 674 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.